Event description:
It was reported that several non-sustained rv oversensing episodes were observed via remote transmission. Upon review of the episodes, ventricular loss of capture was the cause of the episodes. The patient presented to the clinic on (B)(6) 2017. Increasing capture thresholds were seen. Programming changes were made. Patient was asymptomatic.